Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the pull magnet was replaced because noises indicated that this part was not in the correct position. However, this action did not solve the issue. Both pressure transducer printed circuit boards (pcb) were checked and found loose connection on the expiratory side. Therefore, the expiratory pressure transducer pcb was replaced and issue with pressure transducer test failure was resolved. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. To resolve the issue with internal leakage test the inspiratory pipe was replaced, which does not affect the ventilation. The device was delivered to the user in working condition. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).